Manufacturer narrative:
The device was not returned to edward for evaluation. The device history record (DHR) review of the effected delivery device shows the device met specifications prior to distribution of device. Balloon rupture is a known potential risk associated with transcatheter valve deployment. Per current reference technical summary "risk of balloon burst in a calcified aortic annulus conclusions": in order to investigate reports of balloon burst, this technical summary aggregated all relevant historical complaint data and summarized the associated engineering evaluations performed since the beginning of 2008. This analysis confirmed that the rate of balloon burst complaints has been well below the applicable control limit and within the occurrence ranking per internal risk analysis documentation; this exercise also revealed that the balloon burst complaint rate has exhibited a significant decline since 2008. Review of all device investigations performed for balloon burst complaints confirmed that no clinical adverse events have been attributed directly to balloon burst. This technical summary outlined the engineering rationale for the link between a heavily calcified aortic annulus and increased risk for balloon rupture, and also presented fluoroscopic imagery from balloon burst complaint cases which supports this hypothesis. Finally, a literature review revealed that even though historical balloon burst rates in a large multi-center bav registry were significantly higher than internal balloon burst rates, no correlation was observed between balloon burst and clinical adverse events or reduced functional outcomes. Given the information presented in this technical summary, the current trending rates of balloon burst complaints can be deemed a clinically acceptable. Moving forward, future balloon burst cases will continue to be investigated thoroughly and complaint rates will be monitored against the appropriate occurrence ranking per internal risk analysis documentation. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by the edwards territory manager, during the transcatheter aortic valve replacement (tavr) procedure upon inflation of the retroflex 3 (rf3) delivery system in a severely calcified annulus, the balloon burst. The valve was deployed as recommended with resulting moderate pv leak. The valve was post dilated and pv leak improved to mild. Per additional information received from edwards's personnel, the patient is doing great and was released from the hospital. The root cause of the balloon burst was severe annular calcification. No additional information is available for this event.